Event description:
It was reported that while the clinician was checking the patency of PICC line before insertion, she noticed that there was leakage in the PICC line. They used piv for further treatment and planned PICC line insertion during next cycle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video and one photograph of a groshong catheter were returned for evaluation. An initial visual observation of the video showed that as the catheter was flushed, small droplets of a clear fluid formed on the catheter. However, there were no distinguishing features in the returned video and photograph of the device which could aid in identification of a specific root cause of the apparent leak. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that while the clinician was checking the patency of PICC line before insertion, she noticed that there was leakage in the PICC line. They used piv for further treatment and planned PICC line insertion during next cycle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.